Manufacturer narrative:
The device was returned for evaluation. The evaluation of the returned impella cp revealed that the cause of the patient bleeding was that there was a crack in the twin pin assembly at the placement lumen. A device history record review and lot analysis determined that all applicable systems are adequate and remain effective. No corrective action is recommended at this time because the failure mode was determined to be low risk index based on very low occurrence and moderate severity. Failures of this type will continue to be monitored for trends. (B)(4).

Event description:
Complainant reported that the physician was treating a (B)(6) male patient admitted in acute myocardial infarction and in cardiogenic shock. An impella cp was put in place to unload the left ventricle (lv) while on ECMO. During patient support bleeding was noted to be coming from the catheter and the insertion site. The bleeding was described as a very low drip. The decision was made to continue supporting the patient with the impella cp and to just continue to monitor the leak. The patient was successfully supported 19.60 hours. The patient was reported to require replacement blood products as a result of the bleeding, although the amount of replacement blood administered to the patient was unable to be determined. The patient support was reported as successful.

Manufacturer narrative:
Since the initial filing the discovery was made that the serial number was listed incorrectly.